Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. The device history record and complaint database were reviewed, and no exception documents or similar complaints of this lot number were found.

Event description:
The account alleges when the normal saline infusion is set to be closed, it fails to shut off, and the medication continues to infuse. No reported injury.